Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the surgeon sent the patient for an MRI (1.5 t). Prior to the MRI, the valve setting was 2.0, but when the surgeon checked the setting, it looked like the valve was "totally open, close to 0.¿ the surgeon was not initially able to move the setting back to 2.0, but was able to the following day. It was noted that possible misuse of the adjustment tool may have been the reason for the settings issue.

Manufacturer narrative:
Device information updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the physical condition of the patient had not been affected and the patient was fine. It was stated the customer was aware of improper use of the adjustment tool and has since received further explanation on adjusting the valve setting. The customer reportedly was sure that the valve was not defective.